Event description:
It was reported that during a routine check by user, the cs300 intra-aortic balloon pump (iabp) unit had an electrical test fails code #50. There was no patient was involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse checked the unit and found that the electrical test fail # 50 occurred. The fse reconnected all the cables and connectors of the motor controller pcb. The fse suspected a malfunction of motor control pcb and stated that it needed to be replaced. After replacing the pcb motor controller the fse found the problem was solved and no error was showing. The unit was in good working condition and was returned to the customer.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.